Manufacturer narrative:
Device eval summary: device eval monitor has been completed. The reported problem was confirmed. The monitor had an over voltage condition and "discharge profile fault" flags because the connectors on both the ca and defibrillator board had extensive contamination. Both the battery pack connector and the modem connector were heavily corroded. The root cause of the defective components looked to be water damage. The monitor was repaired, retested and restocked. No adverse event occurred due to the defective monitor. The last pt to use this monitor did not report any problems.

Event description:
A review of svc data detected a reportable event. During servicing of monitor which was returned for routine maintenance, it was discovered that the monitor would not treat because the over voltage condition was triggered and the download revealed "discharge profile fault" flags. The last pt to use this monitor did not report any problems with it.